Manufacturer narrative:
The reported events of failure to capture and failure to sense was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead exhibited high capture thresholds, low sensing, and loss of capture at implant. The lead was not used and a different lead was implanted to complete the procedure. The patient condition was stable.

Manufacturer narrative:
Correction - added low atrial sensing coding to b5 and h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited high capture thresholds and loss of capture at implant. The lead was not used and a different lead was implanted to complete the procedure. The patient condition was stable.